Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2022. During the procedure, balloon inflation was attempted however, it could not be inflated. The device was then removed from the patient and it was noticed that the balloon was leaking. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis of could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.